Event description:
It was reported that the patient presented remotely via merlin.net transmissions with multiple noise reversion episodes. Right ventricular lead noise was confirmed in an office visit on (B)(6) 2018. No patient symptoms were reported. The device was reprogrammed. Lead replacement was discussed. The patient was stable before, during and after the programming changes were made.